Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: his pump has been losing power (intermittently rebooting) over the past several months. The most recent intermittent power loss occurred this morning. The patient contacted the hospital and was told to report this incident to animas. The patient states that there is no blood glucose (bg) excursion today. During the course of this call, the patient states there was an incident end of may where he did not catch the power loss quickly and his blood glucose climbed to hi. At that time, he went to the emergency room(ER) and was treated with insulin shots and given intravenous hydration. He responded well to the ER treatment and his bgs came down from hi to 360 mg/dl, 210 mg/dl and was discharged the same day with bg 150 mg/dl. He could not provide the exact date of event; indicated it was around the end of may. The patient states, it was not related to battery draining. Around the end of may, the reporter noticed the pump did not have power and removed the battery and reinserted it and it powered on. He did not notice any issues with battery cap and states it was secure. He states, the battery cap fits securely and he cannot see any of the yellow o-ring. During troubleshooting, the patient reported no cracks in the casing and removed battery cap and reported the battery compartment was fully intact and showed no signs of rust or corrosion. Denies water exposure or signs of water ingress. Battery cap is original and has not been replaced in 7 to 12 months. It is intact and seats squarely on pump and fits securely. Review found no related alarms in history. No known trauma to pump. Instructed patient to call immediately for assistance and also instructed that he needs to discontinue the pump immediately and implement his back up plan. The reporter verbalized understanding. This complaint is being reported due to the allegation that the pump intermittently loses power, issue was not resolved during trouble shooting, and due to the allegation that the patient experienced a hyperglycemic event requiring medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.